Event description:
It was reported that in the coronarography unit an intra-aortic balloon (iab) was being inserted and after "implementation of the balloon, the balloon deflated itself." There was no pt death or injuries reported and medical/surgical intervention was not required. The pt had no complications and the delay in therapy is unk. The device was removed and it is not known if it was replaced. Additional info received on 09/16/2010 from the complaint coordinator stated that "the balloon deflated in use and not at pre-test."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.